Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 13-nov-2019, yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulty was encountered removing the delivery system (ds) tether. It was further reported that the leadless implantable pulse generator (ipg) dislodged after ds tether removal. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.